Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report that the customer was hospitalized on wednesday, (B)(6) 2017 at 10:15 pm due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of admission was 468 mg/dl. Customer's current blood glucose was 122 mg/dl. Customer's mother reported that the customer was admitted to the intensive care unit. Customer's mother reported symptoms related to the customer's high blood glucose levels included vomiting, ketones, throat irritation, stomach acid, and very high potassium levels. Customer's mother stated that the customer had been unable to successfully decrease her blood glucose level despite doing an infusion set change. Customer was assisted with troubleshooting where it was determined that the infusion set cannula was bent. Customer's mother reported that the insulin pump did not alarm no delivery at the time of the incident. Customer was released on saturday, (B)(6) 2017 at 1:00 pm. Customer's mother reported that the customer was wearing the insulin pump at time of hospitalization. However, the pump was removed on thursday, (B)(6) 2017 at 1:30 am. Customer was treated with an IV of insulin and fluids. Troubleshooting was not done on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.